Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 1mg/ml at .0063mg/day minimum rate which was then changed to .048mg/day via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that on (B)(6) 2016 the patient was experiencing overdose symptoms like pinpoint pupils, "looking overmedicated", grabbing at objects that weren't there and nodding off. The patient's dose at the time was .22mg/d. The healthcare provider then programmed the pump to minimum rate mode as she felt the patient was having an adverse reaction to morphine. Today, (B)(6) 2016, the patient was in the clinic and was withdrawing and "feeling terrible" requesting more medication because he was in pain, per the healthcare provider. The healthcare provider planned on adjusting dose from minimum rate mode to lowest simple continuous dose today. From .0063mg/d to .048mg/d. Additional information received from the healthcare provider reported diagnostics included an assessment was completed based on interview with patient. The patient was alert and oriented x 3 upon exam, however he reported he felt ¿fuzzy¿ in the head. Although a suspected morphine reaction was noted the reaction to morphine was not confirmed. The patient was now tolerating the morphine well after adjustment period. Additional interventions/actions were a withdrawal protocol was called in for this patient to alleviate any symptoms of withdrawal. The patient remained alert and oriented x 3. The overdose, withdrawal,pain and suspected morphine reaction had been resolved. Per the healthcare provider the patient was now tolerating the morphine at a rate of 0.175mg/day of morphine 1.0mg/ml and the patient would be tapered up as needed.